Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was transitioning care and their log files were submitted for review. Following review of the log files, it appeared there was a series of no external power events on 19nov2024 and 22nov2024. The events appeared to have been caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during the events. The ventricular assist device (vad) functioned as intended. It was later reported that the patient's family member inadvertently disconnected the mobile power unit at the wall outlet on both occasions when they walked by it as they are legally blind. The disconnection was quickly identified and plugged back in. The patient confirmed the presence of a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the unit and there were no environmental circumstances that would have affected the ac power at the time of the event. The mobile power unit was not exchanged and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external powers was confirmed via log file analysis. An event log file was submitted for evaluation and data from the reported event dates of 19nov2024 ¿ 22nov2024 was reviewed. On 19nov2024 at 15:02:50 and 22nov2024 at 19:13:56, while connected to the mpu (mobile power unit), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms transitioned into no external power alarms within 5 seconds. The alarms resolved after ac power was restored to the mpu each time. The backup battery was able to provide power to the system during both losses of power. Pump operation was not affected. The heartmate mobile power unit (mpu) (serial number (B)(6) was not returned for analysis. Available information indicates that the cause of the alarm was related to the patient¿s husband inadvertently disconnecting the ac power cord from the wall outlet. The power cord was disconnected by walking by it; however, the issue was quickly resolved each time by plugging the power cord back in. The device history records were reviewed and the records revealed that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.